Manufacturer narrative:
Evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed. The device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to hyperglycemia. The patient reported that they woke up ten days earlier, with a reading of "high" on two different meters. She changed out her set and site and bolused. She continued to run high and went to the hospital. Upon admit, her blood glucose was >500mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.